Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that thermal decomposition was identified within the 2008t machine. The biomed was replacing a failed diasafe filter when a wire on the v28 wiring harness got caught between the acid pump and the hydraulic frame and burned. The biomed did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burned wire. The biomed could not confirm the operating hours of the machine but stated that the part is the original fresenius part on the machine. The biomed stated that the wiring harness was replaced, which resolved the machine issue, and that the machine is back in service without any issues. Additionally, the biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the burned wire. The biomed confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed confirmed that the sample was discarded and is not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that thermal decomposition was identified within the 2008t machine. The biomed was replacing a failed diasafe filter when a wire on the v28 wiring harness got caught between the acid pump and the hydraulic frame and burned. The biomed did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burned wire. The biomed could not confirm the operating hours of the machine but stated that the part is the original fresenius part on the machine. The biomed stated that the wiring harness was replaced, which resolved the machine issue, and that the machine is back in service without any issues. Additionally, the biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the burned wire. The biomed confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed confirmed that the sample was discarded and is not available for return to the manufacturer for physical evaluation.